Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that right atrial lead exhibited noise oversensing. The lead was capped and replaced (B)(6) 2023. The patient was stable.